Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged and exhibited high threshold. Moreover, reprogramming was done. To date, the lead remains implanted. No adverse patient effects were reported.